Event description:
The pt reported, that she has been experiencing air bubbles in her insulin cartridge 1-2 days after insertion into the infusion device. She stated, that she allows the insulin to warm to room temp prior to use and she lubricates the insulin cartridge prior to filling. She stated, that she has never changed her adapter and it has been in use for 10 mos. The pt was advised to change the adapter with every 10th insulin cartridge change. No physiological effects were reported. The pt did not require med assistance from a healthcare professional or second party to address the issue. A new adapter was sent to the pt. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.